Event description:
The child was discharged home after birth and returned 6 days later for a well baby checkup at one week of age. The child was noted to have an area of induration over the low right occipital region and a significant left sided subgaleal hematoma over the left frontal and temporal area. Delivery was complicated by multiple late decelerations and the baby was also noted to have a nuchal cord and there was difficulty with the pushing. Vacuum extraction was used. This was a very difficult birth due to pt out of control at the time of delivery.